Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3888-45, lot# va05gp2, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va049ht, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va04pvx, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va042kc, implanted: (B)(6) 2013, product type lead; product ID 3888-45, lot# va04pvx, implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that starting a month after implant the patient had pain at the implantable neurostimulator (ins) site and the ins rubbed against the hip. It was noted that the patient had trouble sleeping and walked with a limp. It was noted that when the stimulation was on the patient had more and more heart problems and palpitation. It was noted that the patient had spoken with their health care professional regarding these issues.

Event description:
It was reported that the patient had a heart attack a week prior to report. It was noted that the patient had a preexisting heart condition. It was further noted that the condition was coronary vasospasm and that one of her arteries were 80 percent blocked. It was noted that since implant when the patient turned on the stimulation she would get strong heart palpitations, nausea, and chest pain. It was noted that the patient decreased the stimulation to 1.0 and 2.0 amplitude and it did not make a difference at the lower setting. It was noted that when the device was turned off the symptoms went away. It was noted that the patient took a lorazepam when she used the device. It was noted that it helped a little. It was further noted that the patient did not want to feel like she was masking the problem by taking medication. It was noted the patient was going to see her heart doctor on the day or report to discuss the issue further. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or manufacturing representative. It was noted the patient had appointments on (B)(6) 2013.

Manufacturer narrative:
(B)(4).